Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, field data review and in house testing of retained kits with the complaint lot number. Return testing was not completed as returns were not available. Trending review determined no trends for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot. In house testing determined that the accuracy performance is not negatively impacted. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide and suggested that the performance of the lot is acceptable. Based on the investigation, it was determined that there is no a systemic issue or product deficiency with architect total b-hcg reagent lot 12124ui03.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported false positive architect total b-hcg results on a (B)(6)year old female patient who was diagnosed with ectopic pregnancy. Results provided for this architect analyzer, reagent lot 12124ui03: (B)(6) 2020 sid (B)(6) = 1214.11 miu / ml, (B)(6) 2020 ¿ sid (B)(6) = 991.33 miu / ml, (B)(6) 2020 ¿ sid (B)(6) = 987.01 miu / ml. Results on a different architect analyzer, reagent lot 18139ui00: (B)(6) 2020 sid (B)(6) = 1318.89 iu/l, (B)(6) 2020 sid (B)(6) = 1464.63 iu/l, (B)(6) 2020 sid (B)(6)= 1377.53 iu/l, (B)(6) 2020 sid (B)(6) = 1522.88 iu/l, (B)(6) 2020 sid (B)(6) = 1520.55 iu/l. Test performed at another laboratory = negative; sample from (B)(6) 2020 tested on the advia centaur = negative. A d&c was performed on (B)(6) 2020 due to the false positive architect results. A diagnostic laparoscopy was performed on (B)(6) 2020 which confirmed the patient did not have an ectopic pregnancy.